Event description:
It was reported the patient did not recharge her scs ipg, and her device would no longer provide stimulation. The patient's ipg was replaced with a new model ipg on (B)(6) 2014. The patient is reportedly receiving effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.